Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced high blood glucose of 425mg/dl. Customer states that they had blood glucose of 250mg/dl but sensor glucose was 100mg/dl. Customer¿s mother declined troubleshoot for high blood glucose. Insulin pump will not be return for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.